Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age & gender unk), but there was no pacer output. The clinicians raised the settings incrementally, till they reached the maximum ma & ppm settings, but there was still no pacer output or pacer heart rate capture of the pt. The clinicians then obtained another device (but kept the same electrodes & multi-function cable) & successfully paced the pt & gained capture of the pt's heart rate. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.